Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. A review of the service history record indicates that the device had been returned previously for the same malfunction. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device bearings, locking components and cable were damaged, the device had an excessive noise level and the temperature was above specification. It was further determined that the device failed pretest for handpiece temperature assessment, air pump assessment, noise assessment, safety assessment, no short circuit between sensor gnd and connector body (42), no short circuit between 5vdc line and connector body (42), motor thermistor assessment, cutter lock assessment and loctite and cable assessments. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.